Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was unable to convert the arrhythmia during defibrillation threshold (dft) test. The device system was also noted to have recorded high shock impedance measurements, however remains within normal limits. The electrode was repositioned and the system remains in service. No additional adverse patient effects were reported.